Event description:
It was reported that: "physician depth located appropriately. Went to deploy 14f manta at the end of procedure. Physician pulled back to yellow green, while holding yellow green, before advancing blue lock advancement tube, the entire footplate and collage came out of the skin access tract. Physician could see the footplate and collagen out of the skin tract. Initials thoughts were that the footplate ripped through the arteriotomy, however after surgical cut down physician stated it didn't look to tear the artery. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "physician depth located appropriately. Went to deploy 14f manta at the end of procedure. Physician pulled back to yellow green, while holding yellow green, before advancing blue lock advancement tube, the entire footplate and collage came out of the skin access tract. Physician could see the footplate and collagen out of the skin tract. Initials thoughts were that the footplate ripped through the arteriotomy, however after surgical cut down physician stated it didn't look to tear the artery. The patient was reported as fine post the procedure."

Manufacturer narrative:
Qn#(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73c2400437 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. The case details were reviewed. Following an evar procedure, a 14f manta was deployed for closure. While withdrawing and pulling to yellow/green tension, prior to advancing the blue lock advancement tube, the physician reported that the manta anchor and collagen had completely pulled out of the access site. The physician decided to perform a cutdown to complete the artery closure and achieve hemostasis. The root cause of manta completely pulling out, requiring surgical intervention, cannot be determined due to the insufficient information submitted for investigative purposes. Teleflex will continue to monitor and trend for reports of this nature.